Event description:
It was reported that the atrial lead exhibited loss of sensing and 2000 ohms impedance. The threshold could not be measured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.